Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2014, and then experienced a revision surgical procedure on (B)(6) 2022, approximately 8 years, 4 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants -product information: 2891276 02-010-01-0340 - logic femoral ps cem right sz 4; 2976150 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t pending investigation. There is no other information available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.